Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, a flickering image due to a failed charge-coupled device. A cable failure and missing coupler were also noted, however, these defects are not considered severe enough to cause a potential adverse event. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the failed charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. In addition to the water in the ingress, the olympus service center found the image intermittently flickered, the cable sheath was perforated, and the coupler was broken. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device cable is defective. The subject device was returned for service and water in the ingress. This is a reportable event.